Event description:
It was reported that the white twist sleeve of the transfer set was broken. There was no patient injury or medical intervention indicated at the time of the report. This occurred during patient use. No additional information is available

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The actual device was received and evaluated. A visual inspection was conducted with the microscope which found broken occluder feet. Functional testing was also conducted(leak testing, clear passage test and clamp function test). The clear passage test did not find any issues related to the damage. However, the leak testing identified a leak through the transfer set due to the broken occluder feet and the clamp function test also noted the broken occluder feet. The broken occluder feet cause the twist sleeve to not function since they work together to clamp off the tubing. When the occluder feet are broken, the twist sleeve does not function and can be completely twisted off of the light blue main body. The reported event was verified through the sample evaluation. The device did not meet product specifications related to the reported event. The cause could not be determined. This issue is being further investigated through the CAPA. Should additional relevant information become available, a supplemental report will be submitted.